Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with bifurcated stent, suprarenal aortic extension and two limb extensions on (B)(6) 2013. The patient came in emergently with abdominal pain on (B)(6) 2016. Computed tomography (CT) and angiogram both confirmed a type 1b endoleak from the right iliac. The physician elected to implant an additional limb extension to seal the leak. The patient is in stable condition.

Manufacturer narrative:
Additional information was confirmed from medical computed tomography, that the patient had an endoleak ii and a rupture of the right common iliac artery